Manufacturer narrative:
As reported, fluid was noted inside of hydrosurg plus battery compartment at the end of the case. The subject product was returned for evaluation. Visual examination identified corrosion of the internal components, which was due to fluid ingress into the motor housing. Fluid presented through the motor mount and down the sides of the motor to the pc board and battery compartment. Based on the sample evaluation and investigation performed, the reported event was confirmed and the root cause determined to be manufacturing related. Sample evaluated.

Event description:
As reported, during a robotic procedure there was liquid leaking from the battery compartment of the bard/davol hydrosurg plus laparoscopic irrigator. There was no reported patient injury.